Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/03/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Scans were performed after the placement and a potential rectal wall infiltration of the hydrogel was seen. No additional information has been received, including patient's current condition. No further information has been obtained despite good faith efforts.